Event description:
It has been reported to philips that the allura system did not boot up successfully as the start-up countdown got stuck at 00:00. The system was not in clinical use. No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon troubleshooting actions, fse checked the power and identified that the dcps ac and dc indicators were off because the dcps was defective. Fse needs to replace the dcps. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer to replace the part. To date, there have been no further reports of this issue.